Event description:
On (B) (6) 2010 at approximately 0815, the pharmacy sent a stryker pain pump 2 blockaid to pacu. Approximately an hour and a half later, received call that pump was malfunctioning. Upon inspection of pump, found dark oil-like fluid between lcd display and clear plastic cover. Further inspection revealed more of this unk fluid between the "bladder" that contains the drug -0.2% ropivacaine- and the outer plastic casing of the device. Pump was immediately removed from the pt and sent to pharmacy. Pump details are as follows: MFR: stryker model: pain pump2 blockaid barcode: 0924423769 (B) (4) lot: 09363012. Dates of use: (B) (6) 2010, 1.5 hours. Diagnosis or reason for use: left knee replacement.